Event description:
It was reported that following a review of the data conducted by the national joint registry in march 2019 on aura ii cementless stem "aura ii cementless stem ¿ level 2 performance status in primary hip replacement", on 304 primaries surgeries, 33 had been revised. This complaint involved an aseptic loosening of the right stem more than one year after implantation. The femoral stem and the acetabular cup had been removed. No other adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D11-associated products : p0407p50 alize 11 ha coated acetabular cup batch : 0000214927 . P0502002 alize acetabular liner 28 x 50mm batch : 0000244938 . P0201m28 femoral head st/steel 28mm medium batch : 0000240143. The product analysis can't be performed as the product was not returned the device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding revision due to loosening: 1 complaint (1 product), this one included, has been recorded on aura ii hip ha coated right size 5, reference p0126h05, from 01 january 2017 to 27 august 2020. 1 complaint (1 product), this one included, has been recorded on aura ii hip ha coated right size 5, reference p0126h05, batch 0000220200. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that following a review of the data conducted by the national joint registry in march 2019 on aura ii cementless stem. "Aura ii cementless stem ¿ level 2 performance status in primary hip replacement", on 304 primaries surgeries, 33 had been revised. The patient underwent a revision due to loosening. The femoral stem and acetabular cup have been removed. No other adverse events have been reported as a result of the malfunction.